Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) which degraded fast. A shock was provided which either broke or converted the rhythm. Post shock, atrial tachy response (atr) occurred which resulted in 3 ventricular paces that appeared flat on the right ventricular (rv) rate sense channel however the shock channel showed capture. Technical services (ts) discussed cross chamber blanking, along with latitude nxt automatic scaling being the reasons for the flat rv electrogram (egm) appearance. It was noted that this patient had a history of failed shocks. This ICD remains in service. No adverse patient effects were reported.